Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: na. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.50/+5.0/093 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2022. The lens was reported as lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2022 but the problem was not resolved. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the lens was removed and replaced with a vicmo13.2 implantable collamer lens, -10.00 diopter. Claim # (B)(4).

Manufacturer narrative:
B5: the lens was removed and replaced on (B)(6) 2022. The problem was not resolved with the implant of the replacement lens. The patient had an ischemic optic neuropathy due to visco. At one point the patient only had light perception but is now recovering. Patient has mydriasis due to iris ischemia and has pigment dispersion. The doctor wants to focus on recovery and stabilization of the eye and then look for correction of the residual astigmatism with maybe a prk. See MFR. Report # 2023826-2022-01776 for replacement lens. Claim # (B)(4).